Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016. This report is submitted january , 2017.

Manufacturer narrative:
This report is submitted on december 22, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Per the clinic, the patient developed an infection with granulated tissue at the implant site. Subsequently, the patient was treated with antibiotics (type, date and duration not reported) . The patient was admitted to hospital in (B)(6) 2016 (specific date not reported). Following admission, the patient underwent revision surgery to open the skinflap and irrigate the wound. Following treatment, the patient was discharged from hospital and placed on two courses of antibiotics (date and duration not reported). It was reported that there are plans to explant the device; however, this has yet to occur as of the date of this report. The patient is currently being monitored by their healthcare provider.